Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and electrode were oversensing signals from the p-wave and t-wave. This oversensing resulted in inappropriate therapy. The device was reprogrammed for optimization and the patient will be monitored appropriately. Additional information was later provided to boston scientific technical services (ts) for review. X-rays were noted to indicate the implanted system did not appear to be in optimal position with the electrode further to the left of the sternum than recommended resulting in myopotential noise. Ts requested additional information for review and provided feedback regarding system position and potential programming options. Based on available information, ts determined that the right parasternal position seemed to be the most optimal for electrode placement. Therapy was programmed off as the patient was hospitalized. The electrode was successfully repositioned. No additional adverse patient effects were reported.